Event description:
It was reported via repair work order that the siderail would not lock upright due to a timing link malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.